Event description:
It was reported that after insertion of the iab, the user was unable to attach the sleeve/cuff to the sheath. The entire assembly was removed and replaced without any pt complications.